Event description:
It was reported that the patient underwent an l5-s1 posterior spinal fusion where rhbmp-2/acs was implanted. Imaging studies reportedly showed that the patient had developed uncontrolled bone growth and resulting nerve compression. The patient now has chronic pain, radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that on (B)(6) 2007 patient underwent posterior spinal fusion at l5-s1 with spinal instrumentation, local bone, bone graft matrix and rhbmp-2/acs. Preoperative, postoperative diagnosis: lumbar degenerative collapse status post decompression, l5-s1 as per op-notes:" the disk space was approached but noted to be calcified posteriorly so decision was made not to undertake tlif at this point , frame was dropped to increase lordosis, rods were appropriately contoured and affixed within the pedicle screws. Top-loadingplugs were tightened, noted to be stable and sheared. The lateral gutters were packed with a combination of local bone, bone graft matrix and rhbmp-2/acs." On (B)(6) 2008 patient underwent the following procedures: posterior spinal fusions, c4-5, c6-7. Posterior instrumentation c4 to c7 3. Local bone, bone graft matrix and rhbmp-2/acs. Preoperative, postoperative diagnosis: cervical foraminal stenosis status post previous fusion c4-5, c6-7.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.